Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices with reported issue referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the common femoral arteries was being performed with prostyle devices via 6f sheath holes prior to an interventional endovascular aneursym repair (evar) procedure. Reportedly, in the right common femoral artery (rcfa), a cuff miss [suture retrieval issue] occurred with two devices. The sutures of two new prostyle devices were successfully pre-placed. In the left common femoral artery (lcfa), two prostyle sutures were successfully placed. The sheath was upsized to an 18f in the rcfa and 16f in the lcfa, and the evar procedure was completed. Hemostasis was achieved with the successfully pre-placed prostyle sutures in the rcfa. In the lcfa, the knot of the first suture was successfully advanced. When advancing the second knot, the suture released from the anatomy. Manual compression was applied to achieve complete hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.